Event description:
It was reported that the system 9800 failed to complete initialization prior to a procedure. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the lemo connector at the bulkhead was loose. Replaced lemo connector. Replaced fluoro function and generator interface circuit boards in order to obtain fluoro function. The system was tested and found to be working as intended and placed back into service.